Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly. No button response anomalies noted. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump was not responding correctly. Customer stated that while trying to fill the reservoir, the act button would not respond. Customer did not recall any significant events leading up to this issue. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.